Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) counts. There were also inappropriate shocks due to apparent oversensing and noise. Follow up indicated that the patient was in hip surgery at the time, and there was a cautery being used. At that time, the device mistook noise for ventricular fibrillation (vf) and delivered shocks. No intervention was completed. The device is still in use. No further patient complications have been reported as a result of this event.